Manufacturer narrative:
The referenced percutaneous lead (driveline) replacement was reported under medwatch MFR report# 2916596-2016-01830. (B)(4). Approximate age of device - 4 years, 4 months. The percutaneous lead (driveline) and lvad were returned for analysis. Evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient had received a previous percutaneous lead (driveline) replacement due to short to shield issues. The patient has been using a non-grounded power module patient cable since the previous replacement. The patient came into the hospital last night after reporting low flow alarms at home. History reviewed showed pump stoppage events and low speed with low voltage alarms. The patient stated being on the power module and using the ungrounded cable at the time of the alarms sounding, and switched to battery power and the alarms ceased. At the hospital, the patient was kept on batteries with the exception of interrogation and did not have any more alarms. A technical service representative reviewed a photo from the customer and based on the length of the existing driveline above the gray jacket it would be possible to do another repair. X-rays received from customer were reviewed and there was no obvious or conclusive area of concern though there was a suspect area approximately one inch above the gray jacket. On 21nov2017 a technical service representative was on site and performed a percutaneous lead (driveline) replacement. However, the pump stoppage alarms returned when the patient was attached to the power module via the regular grounded patient cable. A decision was made and the patient received a pump exchange on (B)(6) 2017.

Manufacturer narrative:
The report of a potentially compromised driveline was confirmed in the evaluation of the left ventricular assist system (lvas). The device was returned with the driveline cut approximately 4 inches from the pump body. A 3- inch segment and a 24- inch segment of driveline with a previous repair were also returned. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned driveline and examination of the underlying wires revealed a breach in the insulation of the 3- inch section of driveline on the orange wire. The conductors of the orange wire were exposed. The insulation breach of the orange wire appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the driveline in this area. There was no evidence of mechanical damage such as crushing or pinching. The breach in the orange wire could have interrupted function as a result of the exposed conductors potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed alarms and pump stoppage events, as seen in the submitted system controller log file. The disruption in the orange wire would have also affected wire phase and would have interrupted function as a result of a phase to phase short if the exposed conductors made direct or simultaneous contact with the braided shield if the device was supported by batteries. Thrombus was also confirmed in the evaluation of the device. Upon disassembly, a white deposition was found situated between the outlet bearing ball and stator blade. The formation was not denatured, was tissue-like in nature, and lacked laminated layering. A location and duration of time for which the formation was present in the pump could not be determined. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood contacting surfaces were viewed under a microscope. No anomalies were noted. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.